Event description:
It was reported that the unit was sent for repair because the fan/ventilator doesn't work . It was not noted if the issue occurred during a procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Ground nut per service manual operational and diagnostic analysis confirmed the issue with the cooling fan. The cable assembly enclosure/heatsink fan to main was replaced as identified in the investigation to address the fan issue. Additionally, the magnetic rep label and nut, 8-32 (earth ground) were replaced. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed.